Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 437 mg/dl with ketones and went to the emergency room. The customer was treated with intravenous saline. During troubleshooting with tandem technical support, the luer-lock was found to be loose and leaking. The customer was able to tighten the luer-lock. After leaving the ER, the customer's bg level were much better and the customer was feeling well.